Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensors. The customer received a change sensor alarm after two consecutive calibration not accepted. Customer's blood glucose level dropped to 49 mg/dl. She ate some food to treat her blood glucose level. Troubleshooting was declined. The device was not returned.